Event description:
On (B)(6) 2020 a spill involving a fluorouracil chemotherapy drug preparation occurred inside the i.v. Station onco device. Predosing volumes and milking settings caused a build up of pressure within the drug vial resulting in a spray of drug from the punctured vial during preparation. The spill was identified and subsequently cleaned by the user. Settings were adjusted to reduce the risk of recurrence. There is no adverse patient effect related to this drug spill within the device.

Manufacturer narrative:
As of (B)(6) 2020, the establishment registration and listing for this device was updated to omnicell, inc. From aesynt, inc, which was not reflected in the original report submission. Therefore, this report is a correction to the manufacturer listed in section d3.